Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent ventricular oversensing of the right ventricular (rv) lead was observed on stored electrograms. Additionally, chronically low r-waves were noted. The rv lead remains in use. No patient complications have been reported as a result of this event.